Manufacturer narrative:
Siemens filed MDR initial report on 01-aug-2025. Correction: the initial MDR filed on (B)(6) 2025 in section h10 states, "the customer also performed additional testing on the same sample and analyzer to investigate. Results were the same, where the initial result was elevated, but subsequent replicates were low." This is incorrect because all replicates resulted low when the same sample was retested. The statement should read, "the customer also performed additional testing on the same sample and analyzer to investigate. All replicate results were low." Additional information: siemens completed investigation for an elevated (>99th percentile) atellica im high sensitivity troponin I (tnih) lot 110 result that was discordant relative to a lower retest result (<99th percentile) when the same sample was tested on a different atellica im analyzer. Subsequent customer retesting results on the same sample and initial analyzer were also low. Reagent problems were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. The atellica im analyzer reagent and sample trace logs were reviewed by siemens. There is no evidence of a hardware issue that is impacting delivery of tnih reagents or delivery of 100ul of sample. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, the cause of the discordant result could not be confirmed but is consistent with an isolated sample integrity issue. The customer is operational, and the reported issue was resolved by routine retest and troubleshooting actions. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an elevated (>99th percentile) atellica im high sensitivity troponin I (tnih) result that was discordant relative to a lower retest result (<99th percentile). The initial elevated result was reported to the physician and questioned. The same sample was tested on a different atellica im analyzer, and the result was lower and considered correct. There are no allegations of patient or user intervention or adverse health consequences due to the event. The customer also performed additional testing on the same sample and analyzer to investigate. Results were the same, where the initial result was elevated, but subsequent replicates were low. All controls were within acceptable ranges at time of testing. Siemens customer service engineer (cse) was on site and did not find any technical issues or anomalies with the analyzer. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated (>99th percentile) atellica im high sensitivity troponin I (tnih) result that was discordant relative to a lower retest result (<99th percentile). The initial elevated result was reported to the physician and questioned. The same sample was tested on a different atellica im analyzer, and the result was lower and considered correct. There are no allegations of patient or user intervention or adverse health consequences due to the event.